Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to communicate with an electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with electrode belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a shorted component u602 (inverting charge pump) on the monitor computer/analog board. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective monitor.